Manufacturer narrative:
(B)(6). Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. A physio-control service representative performed an initial evaluation of the customer's device and was able to verify the reported issue. After replacing main keypad, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that their device failed to power on during intervention on a patient. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
The replaced part was not returned to physio-control for evaluation. The cause of the reported issue was isolated to the main keypad, however further root cause could not be determined.

Event description:
The customer contacted physio-control to report that their device failed to power on during intervention on a patient. This issue is patient related; however there was no adverse patient outcome reported.